Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed unresponsive keys and contamination under keypad contacts. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: all keys were intermittently responsive. The keypad was intact. Removed keypad and contamination was noted under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release